Event description:
On (B)(6) 2011 customer reported a blood leak (6-10 ml) over the drip tray and the rinse cup of the lh750 slidemaker. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the probe block was clogged. Fse cleared the plug from the block and replaced the probe block waste tubing. There was no further evidence of leaking.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).